Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient undergo a transabdominal hysterectomy procedure, to intermittently suture the fat layer with synthetic absorbable surgical sutures. Third day post-operatively, the incision had a little exudate, no chills, no fever or no abdominal pain and no abnormalities were found in the routine blood test. But it was reported that the absorption of the suture was slower leading to poor wound healing. And on seventh day post-operatively the incision was split about 8 cm deep to reach the fat layer, and the absorbable suture could be seen. To resolve the issue the suture immediately removed and had to re-suture the patient. Other treatment was taken by intravenous infusion of 0.9% sodium chloride injection 100ml and cefotiam 2.0g to prevent infection. The incision was given a specific electromagnetic wave therapeutic device, and thermal irradiation and enhanced dressing treatment.